Manufacturer narrative:
Lot number: 5722258-075. This event was previously submitted via asr on february 26th, 2019 (exception number e2014015). This report appears to be an initial report, but is intended to be a follow up report to the previously submitted asr. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, in (B)(6) 2017 the patient had experienced or was experiencing an abscess from the retained sling in the suprapubic area. Partial cystectomy took place for inflammatory bladder mass from infected foreign body. It was also noted that the patient had experienced severe pain with daily activities and intercourse.